Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was able to be extended/retracted, and turns within specification. No tissue was visible on helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead had tissue in the helix, and after cleaning, the helix would not retract. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.